Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states left motor locked up and this was a replacement motor back in (B)(4) 2012. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m51pr, serial number/date code (B)(4) is approximately 4 years 10 months old. The owner's manual part number 1125085 rev. I (jul-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.